Event description:
Hamilton medical ag received the following event description: "although all tests had been passed, the patient could not be ventilated. An error message appeared on the device (peep too high, minute volume too low and expiratory stenosis). To prevent harm to the patient, ventilation was continued using a manual resuscitation bag and the tubing system was replaced. Ventilation then resumed. The problem is likely to lie with the expiratory valve. The same problem has occurred several times with this system." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).